Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit power up properly after battery installation. However, unit was giving a constant loop of pump error 23, 68, 49, and 63 alarms. Unable to perform functional test including displacement test due to display anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Swapping of the boards lead to unit powering on and was able to download using original pcb2 (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 63, 4, 68, 49, 23 and pump error 25 alarms were all recorded and confirm in (adapt) and history download on (B)(6) 2021. File ID=2005 line ID=9926, variable info= 15 . Per r&d investigation pump error 63 alarm was generated due to rf chip error. Pump error 4 is the consequence of pe63. Unit also received with missing reservoir tube o-ring, cracked case(battery tube) and cracked battery tube threads. In conclusion, pump error 63 4, 68, 49, 23 and pump error 25 alarms were due to moisture damage on electronic assemblies. Cosmetic damage was also confirmed during visual inspection when detached retainer was noted.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they went swimming with the insulin pump and it stopped beeping. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.